Event description:
Health care professional reports a transfer set with a leak in the twist clamp area. The home pt noted the leak while performing a peritoneal dialysis exchange. At the time of this event, the home pt was being treated for peritonitis. The peritonitis was diagnosed on 08/17/99, following a visit the emergency room. The home pt received the following antibiotics: loading dose, ancef 1 gm, and gentamycin 120mg, intravenously. In addition, the home pt continued out-pt antibiotic therapy, receiving ancef 1.5gm daily, and gentamycin 50mg, single dose, intraperitoneally. After noting the transfer set leak, the home pt notified her health care professional and received a transfer set change. The transfer set was one month old.